Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze on the battery screen. The battery was removed and a restart was attempted. Multiple restart attempts were unsuccessful, and the programmer remains frozen on the startup screen. The programmer has been returned to service. No patient complications have been reported as a result of this event.